Event description:
It was reported that the lead was explanted due to high threshold.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports of the reported product lot number. The investigation could not verify or draw any conclusions about the root cause of the reported event. The initial reporting stated the product is not suspected of failing to meet specifications of contributing to the event and no evidence was found suggesting product contribution to the reported event. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.